Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2324bcct serial/batch (B)(6) was received for evaluation. Functional testing revealed no damage to the threaded system of the inner and outer rods. A visual evaluation found that the screw was broken in half, the threads were warped, and the tip of the outer molded shaft was also deformed, indicating the application of excessive force. The reported failure is most likely due to user error, improper bone preparation, and the use of excessive force. The complaint allegation was confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2nd april 2025, it was reported by an arthrex employee via email that an ar-2324bcct, suture anchor, biocomposite swivelock® c vented, 4.75 x 19.1 mm, with fibertape® loop (blue), anchor broke during insertion. This was detected during an open reduction and internal fixation of left tibial plateau fracture procedure on (B)(6) 2025. No fragments were left in the patient. The procedure was completed successfully using another new ar-2324bcct. There was no patient harm and no secondary procedure needed. Ar-1927pb was used to prepare bone socket.